Manufacturer narrative:
A device history record (DHR) review was conducted: part: 03.037.032. Lot: 9237384. Manufacturing site: (B)(4). Release to warehouse date: 15.apr.2015. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: the nail extractor was received with deformed distal threads. It was visually observed that the finished layer had been worn off and the most distal threads were rolled. Dimensional inspection dimensional analysis was not performed as relevant features are significantly deformed due to post manufacturing damage. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. As indicated in the manufacturing documents, the damaged thread was inspected to 100% before the part left manufacturing site, see also inspection sheet. The damage was clearly caused post manufacturing by this no further review necessary. Conclusion: the complaint condition is confirmed due to the damaged thread flanks. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing. As result to the damaged thread, it was no longer possible to connect the extractor with the counterpart as foreseen. It is possible that the device encountered unintended forces (such as being dropped or alignment issues during insertion). Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s weight is unknown. Device is an instrument and is not implanted/explanted. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a hardware removal on (B)(6) 2018, the nail extractor would not thread into the top of the implanted left trochanteric femoral nail advanced (tfna) femoral nail. Surgeon tried changing patient's angle of abduction/adduction with the traction table, but the extractor still would not attach to the unknown nail. Surgeon commented that the threads of the extraction instrument were damaged. The surgeon decided to leave the unknown nail implanted. There was a 15-minute surgical delay reported. It is unknown what the patient outcome was. This report addresses intraoperative issue that occurred during hardware removal procedure. The hardware removal due to soft tissue irritation has been captured under related complaint (B)(4). This report is for one (1) nail extractor. This is report 1 of 2 for complaint (B)(4).